Event description:
It was reported that the patient felt the implantable pulse generator (ipg) had flipped. X-ray revealed that the ipg was sitting horizontal and not flat inside the pocket. Attempts to charge were unsuccessful. The patient underwent a repositioning procedure and was doing fine post-operatively.